Event description:
It was reported that, during an unspecified surgery, the handpiece did not home. A back-up device was used to resume calibration. The case was delayed, but it unknown for how long. As this happened during set-up, the patient was not involved at the time.

Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was returned for evaluation. It was reported that the handpiece would not home during the start of the procedure. This happened with this handpiece the day before as well. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: the drill guide support was bent and caused the handpiece to fail homing. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties.